Event description:
Reporter stated that a pt's blood glucose was measured, using 3 different advantage systems, with back-to-back results of: 3.9 mmol/l (advantage system 1), 17.0 mmol/l (advantage system 2), 1.2 mmol/l (advantage system 3). Based on the value of 1.2 mmol/l, pt was reportedly treated with a glucose injection. Reporter indicated that, 30 minutes later, pt's blood glucose was retested on an unspecified device with a result of 30 mmol/l. No add'l treatment was reported. No adverse event associated with the alleged malfunction was reported. The suspect products were not returned to the MFR for eval.

Manufacturer narrative:
The event occurred in another country. This medwatch is for the suspect device used with advantage system 3. Reference medwatch with a1 pt, for the suspect device used with advantage system 1, and medwatch with a1 pt, for the suspect device used with advantage system 2.